Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in italy, during a transfemoral tavr procedure, the implant of a 29mm sapien 3 valve in the aortic position was planned. Pacing capture was lost during valve deployment, resulting in the valve 'jumping" into the ascending aorta. The valve was captured and placed in the right subclavian artery. A new valve was prepared and successfully deployed. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization and malposition are potential adverse events associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. The sapien 3 valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. No applicable case imagery was provided for review. A device history review (DHR) review and lot history review were not performed as there were no allegations of a malfunction related to an edwards manufacturing deficiency. In this case, the complaint for 'thv embolized into aorta' was unable to be confirmed due to unavailability of relevant imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'during procedure, the valve jumped in the ascending aorta due to loss of pacemaker capture. The embolized valve was placed far in the right subclavian artery with no consequences '. Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. During procedure, rapid pacing is performed to provide transient reduced cardiac output to facilitate balloon stability during valve deployment. Per the training manual, loss of capture during rapid pacing can cause sudden delivery system movement during deployment. In this case, the loss of pacing capture disrupted the balloon stability during post deployment, which led to the thv embolized toward aorta as reported. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (loss of pacing capture) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.